Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If explanted; give date: not applicable, lens remains implanted. (B)(6). A failure analysis of the complaint device cannot be completed as product remains implanted. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that toxic anterior segment syndrome (tass) developed in three patients. The issue was noted during post-op examination. Three (3) weeks post surgery, it was reported that two patients are recovering and one patient had to have another procedure, posterior vitrectomy which reportedly is recovering well and they expect good outcome. The hospital is investigating the tass issue but nothing uncovered so far. The doctor prescribed medication to the patients, corticosteroids, day 2 post operation. No further information was provided. This emdr report pertains to the first patient implanted with the intraocular lens model zct100. Separate emdr reports will be submitted for the other two patients.

Manufacturer narrative:
Corrected data: in review, it was noted that the investigation results were not included in the initial MDR report and that an incorrect verbiage was entered in the section h10/11 instead of the actual investigation results; therefore, the correct information/investigation results have been captured in this supplemental MDR report. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.